Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage, flow issues - fluid blockage and separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012241-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd texium closed male luer with female cap was occluded the following information was received by the initial reporter with the following verbatim. 1454 received pc from pt with report that his ci pump is leaking on shirt. B xxx rn spoke to pt and instructed him to clamp both the tubing at the port as well as the ci pump and immediately come to office. Pt verbalized understanding and reports he is approximately 5 minutes from office. The line was already accessed. The following was noted at the site: blood return-no, pain-no, edema-no, redness-no. Unable to flush line. Needle removed. Port reaccessed with 20ga 3/4 in huber needle using sterile technique. Good blood return noted and flushes easily. Tegaderm dressing intact. 1506 upon arrival to office, pt to infusion room for visual inspection of port and ci pump. Noted decrease in size of ci device, lines clamped and dried, white crystallized sediment at connection between ci pump tubing and texium. Ci pump disconnected from port. Attempted to flush without success; resistance noted. The following was noted at the site: blood return-no, pain-no, edema-no, redness-no. Unable to flush line. Needle removed. Port reaccessed with 20ga 3/4 in huber needle using sterile technique. Good blood return noted and flushes easily. Tegaderm dressing intact. Noted dried, white substance on pt's shirt where he reports he noted leaking at home. Advised pt to remove all clothing once he returns home, clean skin with warm, soapy water and pat dry and tp wash clothing items by themselves for 2 cycles in warm water. Pt verbalized understanding. Skin on abdomen assessed and no redness, skin irritation noted. Adv pt to continue to monitor and f/u with office if he does note any. Pt verb understanding. 1522 pc to dr xxx at ds office in pod 1 to report incident as above. Vorb to discard remaining 5fu, flush/heplock port then remove needle, proceed with udenyca on body injector tomorrow as planned and will resume with treatment with next cycle per dr xxxx. Pt notified of plan and verbalized understanding. Port flushed/heplocked per tcs policy, needle removed and bandaid intact. Pt ready to discharge home in stable condition.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.